Manufacturer narrative:
Product analysis: a torsional kink was noted 25cm from the proximal hub. No other damage was noted to the catheter. Actual physical measurements ID 0.081¿ and od 0.0942¿ passing measurements per specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A 7f launcher guide catheter was used in a procedure to treat a lesion in the lad. There was no damage noted to the device packaging. The device was removed from the packaging per IFU with no issues. The device was inspected with no issues. The device was prepped per IFU with no issues. Mild resistance was encountered when advancing the device. Excessive force was not used during delivery. It is reported that the catheter kinked while advancing in the artery. No patient injury is reported. The procedure was completed using another 7f launcher device. Analysis of the returned device revealed a torsional kink on the device, 25cm from the proximal hub.